Event description:
It was reported that the suture disc on the inside of the pt's stomach was observed under endoscopy. The disc, which was supposed to be on the serosal surface of the stomach, had migrated inwards. Impedance levels were normal. The "hw" was explanted. Images were taken, but no results were given. Additional info has been requested. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.